Event description:
On (B)(6) 2011, patient reported the up/down buttons on the infusion device have not functioned correctly over the past 3-5 months. Both buttons functioned as intended during the troubleshooting call. Patient has used this infusion device for several years. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation.